Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedances that reached high out of range values. Technical services (ts) confirmed that this lead was not part of the advisory. The lead remains in use. No adverse patient effects were reported.